Event description:
It was reported that pump screen remained dark and would not turn on, and caller stated button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, repeatedly attempt to turn on pump, and was ultimately provided replacement pump, planned to use multiple daily injections as backup insulin therapy, was instructed to place old pump in storage mode, to reenter pump settings and reconnect continuous glucose monitor on replacement device, and to return problematic pump using prepaid label within 10 days.